Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side ¿partially deflated¿, ¿feel ridges and the valves", and ¿concern over recall". Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b.

Event description:
Patient reported left side ¿partially deflated¿, ¿feel ridges and the valves", and ¿concern over recall". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease flat, black particle in the fill channel. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify opening striated in the posterior the fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a striated edge opening on posterior side assessed as surgical damage.

Event description:
Device has been explanted.

Event description:
Patient reported left side ¿partially deflated¿, ¿feel ridges and the valves", and ¿concern over recall". Device has been explanted.